Event description:
The customer stated that the architect analyzer generated discrepant results for the cc co2 assay from several patient samples. The customer provided data from one patient as an example. This patient sample (sid (B)(6)) generated a result of 45.7 meq/l which was repeated at 27.8 meq/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer cleaned the reagent probe and the sample probe with detergent a, acid, and water as recommended by abbott customer support. The field service representative resolved the issue by replacing the cuvette washer poppet valve set the architect system operations manual contains adequate information for the described issue. A 12 month complaint review and a review of tracking and trending for the poppet valve set did not identify any adverse trends related to erratic or discrepant results. A single definitive cause of the issue was not identified; the reagent/sample probes and poppet valves could have contributed to the discrepant co2 results. Based upon the available information, a deficiency of the system was not identified. There is not enough information to reasonably suggest a malfunction occurred. The issue was resolved through normal troubleshooting procedures